Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the hospital complained about the diastolic pressure readings being 20 points lower than the cuff pressures. They kept a sample of the most recent catheter they noticed this difference with. Catheter was placed radial. It's unknown how long it was in for and how initial insertion went. Catheter was removed when not functioning and cuff pressure was used for monitoring. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer report of incorrect arterial pressure due to the catheter was able to be confirmed by complaint investigation of the returned sample. Visual and functional analysis revealed a clear/white foreign substance within the distal tip of the catheter. R & d stated that the foreign substance could either be glue used during the manufacturing process of the device, or a hydrophilic coating used on the catheter. Despite this, all relevant dimensional and functional requirements were met. Based on these circumstances, the root cause is likely manufacturing related. An investigation within teleflex was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the hospital complained about the diastolic pressure readings being 20 points lower than the cuff pressures. They kept a sample of the most recent catheter they noticed this difference with. Catheter was placed radial. It's unknown how long it was in for and how initial insertion went. Catheter was removed when not functioning and cuff pressure was used for monitoring. There was no reported patient harm or consequence.